Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The sales representative reported that the device will not be returned.

Event description:
Clinical narrative update: additional information provided on 21jun2026, the impella was explanted. Previous clinical narrative: an 85-year-old male with a pre-support clinical state consistent with scai shock stage e underwent pre-operative impella 5.5 placement via right axillary/subclavian surgical arterial access. During a ventricular septal perforation (vsp) closure procedure with the impella 5.5 in place, cardiac displacement was performed and the device tip was observed to be exposed from the left ventricle. At the time of aortic clamping, the device position had reportedly been advanced slightly deeper. The catheter was withdrawn concurrently with release of the aortic clamp, and the perforation was surgically patch-closed. Spontaneous circulation resumed, and the patient was successfully weaned from cardiopulmonary bypass without hemodynamic instability, impella support remains ongoing at the time of reporting.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.